Manufacturer narrative:
Eval codes: results- (other): visual inspection of the returned product found a piece of one haptic torn off and missing. There was evidence of clear surgical residue. It should be noted that the injector, cartridge and foam tip plunger were not returned for eval.

Event description:
The reporter stated the surgeon attempted to insert a cc4204bf collamer single piece lens, but the foam tip plunger overrode and tore the lens. There was no pt contact and another lens was implanted. The reporter stated the cause for the plunger override and torn lens was due to a loading error.